Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). G2 foreign: canada this medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record determined that the comb and ratchet gear were damaged. The comb and ratchet gear were replaced and the ratchet was lubed and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined for the damaged ratchet gear. The root cause of the bent comb is attributed to device design. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Event description:
It was reported that during surgery the mesher ratchet handle was not working at all. It was not able to perform the up and down motion. The roller did not catch the carrier to mesh the skin properly. There was no harm reported. A few minutes delay in procedure occurred to set up an alternate mesher. There was no additional skin graft required from the patient. Diligence is complete. No additional information is available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.